Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the morning of 11/04/2024, the cgm reading was 70 mg/dl so the he self-treated with 1 bottle of regular soft drinks. After 5 minutes the cgm reading continuously dropped to 52 mg/dl so the patient took another bottle of soft drink. There was no bg taken. The patient experienced ¿adrenal insufficiency symptoms¿ and so he went to the nearest hospital. The patient was taken by his wife to the hospital and they arrived around 9:00 am same day. The patient was admitted at 11:00 am and they took a bg reading which was 404 mg/dl and the cgm reading was 114 mg/dl. The patient was transferred to a room and the nurse performed another bg at 1:00 pm which was 396 mg/dl and the cgm reading was s 76mg/dl. At the hospital the patient was treated with 38 units of novolog insulin. Prior to his discharge they performed 3 bg readings and still the closest reading was 60 point discrepant compared to what was showing on his dexcom receiver. The last reading the cgm was 114 mg/dl and the bg was 197 mg/dl. The patient was discharged on (B)(6) 2024 at 2:15 pm. At the time of the report the patient was stable. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. There was no log data to review. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid taken at the hospital. No additional patient or event information is available.